Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection approximately five months after implant. Additionally, it was reported that there may be vegetation on the leads. The crt-d system was replaced with an implantable cardioverter defibrillator (ICD) system six days after explant. No further patient complications have been reported as a result of this event.